Event description:
It was reported that while in the cath lab, the md inserted a sheath via the "right". The intra-aortic balloon (iab) was prepped per instruction and the md inserted it without incidence. Eight hours later, the pump, autocat 2 wave alarmed "helium leak." The pt was "weaned and the iab was explanted." The md noticed that there was a leak at the bifurcation. Another iab was not inserted because the pt was stable. There were no reported pt complications.

Manufacturer narrative:
After evaluation, it was determined that the event was MDR reportable. Evaluation: the intra-aortic balloon (iab) was returned. Guidewire was not returned. There was blood on exterior surface of iab. The sheath was on the catheter shaft approx 19 cm from the proximal end of the bladder. There was a bend in the central lumen approx 13 cm from the distal tip. The pump tubing was attached to the lock connector. The one-way valve was tethered to the iab. The slide connector and cal-key were attached to the fiber optix sensor (fos) cable. The fos was light level tested and failed, indicating a broken fos. The cal-key was tested separately and passed. A vacuum was pulled on the iab, but did not hold. A vacuum was then pulled on the one-way valve and it held. A different guidewire was fed thru the central lumen with slight resistance at the bend. The iab was submerged and pressurized in water. A gross leak was detected at the fos/bifurcation junction. The bifurcation was examined under magnification. It appears that the bond was compromised. A device history record re-review was conducted on the iab, and it met all specifications and passed all in-process testing. The cause of the reported complaint was due to the leak at the fos/bifurcation junction.